Event description:
It was reported that a user¿s ilet was not receiving glucose readings from a newly replaced dexcom g7 sensor while the dexcom mobile app was displaying values; the agent instructed the user to toggle the ilet cgm setting from g7 to g6 and back to g7 and to start the sensor again, after which the ilet began pairing. Symptoms included no blood glucose values available on the ilet. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included guided troubleshooting and education with device setting reconfiguration and sensor restart. Investigation of this case revealed a pairing and communication issue between the ilet and the dexcom g7 that was resolved through user-led re-pairing steps, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.